Event description:
Involved components nr112m - columbus rev f mc glid.surf.t1/1+ 14mm - lot 52591219. Nr400k - nut f/femur extens.stem all sizes neutr. - lot 52619144. Nr012k - columbus rev f femur cemented f2r - lot 52138346. Nr292k - femur extens.stem 6° d15x77mm cemented - lot 52628768. Nr472k - columbus rev femur spacer distal f2 10mm - lot 52577297. Nr562k - columbus rev femur spacer post.f2 5mm - lot 52438708.

Event description:
Update: previously, nr192k was another leading material; it has now been updated to an involved component. Involved components nr112m - columbus rev f mc glid.surf.t1/1+ 14mm - lot 52591219; nr400k - nut f/femur extens.stem all sizes neutr. - lot 52619144; nr012k - columbus rev f femur cemented f2r - lot 52138346; nr292k - femur extens.stem 6° d15x77mm cemented - lot 52628768; nr472k - columbus rev femur spacer distal f2 10mm - lot 52577297; nr562k - columbus rev femur spacer post.f2 5mm - lot 52438708 ; nr192k - tibia offset stem d15x52mm cemented - lot 52622917.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 4(5) and probability 2(5). Explanation and rationale: there are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. Conclusion and preventive measures: based upon the investigation results, a clear root cause cannot be determined. At this time there are no hints for a product related error. The cause could not be determined. Due to the circumstance that the root cause for the loosening could not be clearly determined the pra is only conditionally applicable. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nr071k - columbus rev f tibia offset cemented t1. According to the complaint description, the first two surgery for total knee arthroplasty were performed with non-aesculap implants. After implantation with our product, the patient experienced an aseptic tibial loosening. This event occurs after 17 months from the implantation. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00141 ((B)(4)- nr192k).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.